Manufacturer narrative:
Additional narrative: manufacturing location: (B)(4). Manufacturing date: 17july2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Product investigation summary: the investigation of the complained screwdriver shows that the tip of instrument is broken. There are no other damages visible. The device history record was researched with no abnormal findings identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately, the exact cause which has led to this damage cannot be determined. It is likely that too much mechanical force exposed the device to parameters outside of the approved range. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during surgery, the tip of screwdriver shaft broke off inside the bone while using the torque. The tip of the shaft was removed from the bone and the screwdriver shaft was replaced with another. This is report 1 of 1 for (B)(4).